Event description:
Customer reports system displays "gen error cycle power". No pt injury was reported.

Manufacturer narrative:
The service rep arrived on site and cycled power at both the workstation and the table/generator. Verified system operates as intended.